Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, a constant downstream occlusion message was observed and considered confirmed, but further evaluation was not conducted due to the symptom being over looked during the service process. The downstream tubing guide assembly was replaced and is a known contributor to false downstream occlusion alarms. In addition to the replaced downstream tubing guide assembly, the device was tested and recalibrated to ensure accurate occlusion detection. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to auto restart after downstream occlusion testing. There was no patient involvement.